Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that there was oversensing on the pacing lead that led to limited pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.